Event description:
The customer reported to olympus, the visera elite xenon light source prompted an e103 (check examination lamp) error code, and the light source does not work properly by staying ignited. A new bulb lit up normally at start-up, but if the device was switched off or the lamp was put on stand-by after being on for a while, the same error message would appear, and the backup light would activate. After the error occurred and the device has been switched off for approximately 50 minutes, the device would start as normal. The error also occurred regardless of the light¿s brightness. The event was discovered during preparation for use. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the customer ordered a part and repaired it themselves; follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.